Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient presented to hospital after feeling patient notifier. Upon device interrogation, high, out of range, hv lead impedance measurements were observed. Programming changes were made and patient notifier was turned on. Patient will be enrolled in merlin.net and will be followed-up in clinic in one month. Patient's medical condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, it was difficult to interrogate the device due to bad telemetry. Physician noticed high, out of range, hv lead impedance alert on session records. When physician tested patient notification vibration, it failed. When the patient was seated in different position, physician was able to feel the device notifier vibration. Physician believed that lead integrity is good even though impedance measurements were out of range. Technical services suggested that bad telemetry may have caused patient notifier to fail. Review of session records noticed that rv -can impedance has dropped over time when the svc-can has risen. Lead monitoring was recommended. Physician decided not to take any action. Patient's medical condition was good.